Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump delivery was suspended due sensor glucose value and value was 45 mg/dl. Customer's blood glucose level was 166 mg/dl. Customer reports they did not receive a sensor updating alert. Customer reports they did receive a calibration not accepted alert. Customer declined to trouble shooting for the sensor glucose vs blood glucose incident the device will not be returned for analysis.